Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, an electronic patient gas system (epgs) malfunction occurred. The epgs was rebooted but the issue remained. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per data log analysis, the system date jumped to the year 2039. This caused the epgs to flag the o2 sensor as expired and display a 'service gas system' message. The next power cycle the date was reset to normal, and the issue resolved itself.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the electronic patient gas system (epgs) to lab use only (luo) testing equipment. Calibration was successful and the epgs held steady and accurate flow and fraction of inspired oxygen (fio2) blends throughout the system's operating range. The log indicated several entries with an unusual date/time which is obtained from the central control monitor (ccm). The epgs functioned as intended.

Manufacturer narrative:
The service repair technician (srt) could not duplicate the reported complaint. The electronic patient gas system (epgs) passed both calibrated attempts with no error or issue. Upon checking the event log history, a date change to (B)(6) 2039 occurred after (B)(6) 2024 which triggered the 'oxygen (o2) sensor lifetime expire' event. The date has since changed back around (B)(6) 2024. The srt replaced the o2 sensor as a precaution. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.